Event description:
It was reported that 3 syringe flu plus 0.25-1ml var dose 23x1 had plunger rod bend easily (1) and foreign matter (2). The following was reported by the initial reporter: "I¿d like to report faulty bd flu+ syringes (combined needle and syringe). 1 x syringe - bend on blue plunger. 2 x syringes - black particle found inside syringe".

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 6/25/2021. H.6. Investigation: a device history record review was completed for provided lot number 2006410. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, two syringe samples outside of their blister packaging were returned for evaluation by our quality engineer team. Through examination of the samples, one displayed signs of bending at the tip of the plunger. No defects were observed on the second syringe provided; therefore, the issue of foreign matter could not be identified. No defects were observed on the second syringe provided. The material used to manufacture the bd flu + syringes has been selected and tested to resist normal conditions of use. Based on the provided feedback and the sample evaluation, deformation of the barrel could have contributed to the observed defect. This damage could have been produced during the manufacturing process due to defective transport of the plunger or hard conditions of storage after molding.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown ".

Event description:
It was reported that 3 syringe flu plus 0.25-1ml var dose 23x1 had plunger rod bend easily (1) and foreign matter (2). The following was reported by the initial reporter: "I¿d like to report faulty bd flu+ syringes (combined needle and syringe) 1 x syringe - bend on blue plunger. 2 x syringes - black particle found inside syringe".